Event description:
It was reported to philips that the wireless footswitch was not working, which can impact the imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.